Event description:
The customer received questionable results for creatinine plus ver.2 (crea-e) on four patient samples. The customer indicated that all four samples had been erroneously reported outside of the laboratory and were questioned by the physician. However, the customer was only able to provide one example of the erroneous results. The customer did indicate that all the results "were about the same." The customer pulled some crea-e samples and learned that this instrument was "about 0.4 higher" than their other cobas 8000 c701 instrument. Patient 1 had an initial crea-e result of 1.4 mg/dl, which was reported outside of the laboratory and was questioned by the physician. The sample was repeated on another cobas 8000 c701 instrument and generated a result of 1.0 mg/dl. The customer deemed the repeat result to be correct and corrected the result. The customer indicated they did not know of any treatment that any patient received due to the erroneous results, and would not know. The customer had two lots of crea-e reagent on the instrument; lot number 68595901, with an expiration date of 03/31/2014 and lot number 68940301 with an expiration date of 06/30/2014. The field service representative found a hole in the vacuum tubing. He replaced the tubing and adjusted the sample probe so it was in the center of the rinse stream water. The customer performed qc and accepted all results. A precision run was also performed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The customer continued to have issues with crea-e on this instrument. (B)(4).